Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using large flexnav delivery system. During procedure, the activated clotting levels were 248, 284s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve partially re-sheathed one time due to the implant depth was too low. A post-implant balloon valvuloplasty was done with 26mm non-abbott balloon due to moderate perivalvar leak (pvl). The final implant depth at non-coronary cusp (ncc) was 0mm and at left coronary cusp (lcc) was 4mm. The patient came back for two year follow up and increased gradient and marcoumar was started. The international normalized ratio (inr) range of 2.0 to 3.0. The computerized tomography (CT) scan confirmed there was no thrombus on the navitor valve. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) and device stenosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of pvl could be due to procedural circumstances, however this cannot be determined. The cause of the reported device stenosis could not be conclusively determined. It is possible patient condition contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.